Event description:
Thrombus occurred after implantation of the rx zeta stent. The thrombus was treated with medication and ptca. When the stent delivery system was removed from the pt and inflated to 11 atm, a balloon ruptur was observed.